Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the vertical lift column on the 9800 system locked up during a procedure. No patient injury was reported.